Manufacturer narrative:
One device was received. Per visual inspection, no physical damage was found on the device. Per functional testing, it was confirmed that the main units pump did not work, and the over temperature alarm sounded. The complaint was confirmed. The root cause was the ¿gri¿ pump did not operate. It was unknown what caused the failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the circulating water pump. The device passed all functional and delivery tests.

Event description:
It was reported that during use, the device was showing "heating abnormality error". Adverse patient effects are unknown.

Manufacturer narrative:
B3: date of event, d4: serial number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.